Event description:
It was reported that the transmitter lost connection with the pump for greater than 1 hour. Transmitter was replaced to resolve the issue. No additional patient or event information was available.

Event description:
It was reported that the transmitter lost connection with the pump for greater than 1 hour. Transmitter was replaced to resolve the issue. No additional patient or event information was available.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.